Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was alarming and the display shut off. The customer plugged the pump into a power source. The display turned back on and the time/insulin gauge was incorrect. The customer changed the cartridge and resumed insulin delivery. The blood glucose level could not be recalled. As the contact did not have the pump at the time of the report, tandem technical support was unable to troubleshoot.